Event description:
It was reported that shortly after this lead was implanted, it dislodged. A revision procedure was performed and a new non boston scientific lead was successfully implanted. Additional information has been requested to determine the status of this lead. No additional adverse patient were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding product status/product return. At this time, no further information is available. Should additional information become available this report will be updated.